Event description:
It was reported that this defibrillator was part of the system revision due to infection. Reportedly, the patient went to the hospital due to the elective replacement indicator (eri) coming from the defibrillator, but the yellow substance appeared after opening the device pocket. There were no additional adverse patient effects reported. The defibrillator was explanted.